Event description:
It was reported that the patient occasionally experienced diaphragmatic stimulation. This was most prominent when the patient would lay in the left lateral position. In attempts to control the stimulation, some left ventricular lead parameters were altered. Threshold was 0.5 v at 1.5 ms and output was 1.0 v at 1.5 ms. The patient was content to leave the device implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.